Event description:
"On or about (B)(6) 2005," monarc subfascial hammock was implanted "to treat stress urinary incontinence and/or prolapse." Plaintiff's attorney alleges "plaintiff subsequently developed significant injury, including, but not limited to, one or more of the following injuries: pain, infection, worsened incontinence, urinary problems, dyspareunia, and erosion." Also alleged, "plaintiff has and will continue to suffer pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," has severe and permanent injuries and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.